Event description:
It was reported that pump battery did not charge when customer attempted to charge t:slim x2 pump. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable with third-party wall adapter, then tried different cable and pump began charging; customer declined further troubleshooting or replacement of charging supplies, stated they would use another tandem cable and adapter at home, and requested no further follow-up, so technical support closed case.